Manufacturer narrative:
Photographs were provided by the customer showing the involved device. The reported complaint of the rubber piece connecting to the catheter slips away was not confirmed from the image provided by the customer. No sample or videos were returned for evaluation. However, an image was provided by the customer showing the involved device. A failure mode was not able to be identified from the image provided by the customer. Without the return of the reported sample, a probable cause could not be determined. A DHR review could not performed since the customer has not provided the lot number for the reported cable.

Manufacturer narrative:
Correction in d4. Only the di is provided as lot/serial is unknown.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a cardiac output cable where it was reported that the rubber piece close to the connection to the catheter slips off very easily causing wire exposure. The product was not reprocessed or re-sterilized prior to use. The customer reported they are having trouble with the adhesive on the cables, and have seen the damage when cables are taken out of the packaging and plugging them in. There was patient involvement and unknown harm.